Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. The lead was received in two pieces. The final analysis found the outer insulation abraded at 34.5 cm to 35.0 cm from distal end; the abrasion is consistent with that of exposure to friction with anothher implantable device.

Event description:
This report is to advise of an event observed during analysis.